Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) nail insertion on (B)(6) 2019, the surgeon had a hard time getting the sleeve out of the jig after implanting the spiral blade. It was mentioned that the surgeon had to mallet out the sleeve, damaging the threads and buttress/compression nut. The patient¿s size may have contributed by providing extreme pressure on the sleeve. The procedure was successfully completed with a five (5) minute surgical delay. Patient status is unknown. Concomitant devices: mallet (part: unknown, lot: unknown, quantity: 1), tfna nail (part: unknown, lot: unknown, quantity: 1), helical blade (part: unknown, lot: unknown, quantity: 1). This report is for a blade/screw guide sleeve. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 h3, h6: a product investigation was conducted. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot number: 9351396) was received at us cq. Visual inspection of the complaint device showed that the device was unable to disassemble from a mating device (03.037.016) due to the complaint device having damaged threads. Functional test: the complaint device cannot be disassembled from its returned mating device. The complaint was able to be replicated. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage and the nature of the complaint condition. Document/specification review: relevant drawing was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the complaint device cannot be disassembled from the mating device and also has damaged threads. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.017 lot: 9351396 manufacturing site: bettlach release to warehouse date: 29.january 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.